Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, after the cut wire made contact to duodenal papilla, electric current was applied to perform a endoscopic sphincterotomy and the cut wire broke; no part detached inside the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, after the cut wire made contact to duodenal papilla, electric current was applied to perform a endoscopic sphincterotomy and the cut wire broke; no part detached inside the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken. The working length of the device was found twisted. The broken end of the cutting wire appeared blackened/burnt. The proximal end of the broken cut wire was found retracted inside the extrusion of the proximal pierce hole. The distal end of the cutwire remained inside the distal pierce hole and attached to the anchor assembly at the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.